Event description:
The patient had initial surgery in 2007, and revision surgery in 2008 to remove the broken anchor that had pulled out from the co-braid suture eyelet and was floating around in the shoulder. The healing cuff was fine. The surgeon revised the repair with a two, side to side suture repairs.

Manufacturer narrative:
No product is being returned for evaluation.